Manufacturer narrative:
(B)(6). (B)(4).

Event description:
An asp field service engineer (fse) reported "smoke" emitting from the customer's sterrad® 100nx sterilizer while onsite evaluating the unit for a cassette not accepted issue. The fse started running a test cycle when immediately smoke was noticed coming from inside the unit. The unit was powered down and customer instructed to discontinue use until the unit is repaired. There was no report of any injuries or human reactions. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
The field service engineer was dispatched to the site and performed preventative maintenance on the unit. The oil mist filter was replaced to resolve the haze/mist issue and the unit was restored to specifications.

Manufacturer narrative:
The investigation included a review of the device history record (DHR), trending analysis of the haze/mist issue and system risk analysis (sra). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. Trending analysis of the haze/mist issue was reviewed from (B)(6) 2017 to (B)(6) 2017 and no significant trend was observed. The sra shows the risk for exposure to toxic or corrosive material to be "low." No parts were returned for further evaluation and analysis. The assignable cause of the haze/mist/vapor issue is the oil mist filter. The field service engineer replaced this part and confirmed the sterrad 100nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.